Event description:
Our office reported that a female patient experienced red eye and eye pain with her initial use of complete moistureplus. Symptoms occurred in both eyes with the right eye being more severe. Patient consulted a doctor and according to documents provide by patient, she was diagnosed with "right eye keratitis" and subconjuctival injection. Patient was treated with an antibiotic and has recovered.

Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.